Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 44 months ago. Aneurysm morphology at the time of implant was not reported. The aortic neck angulation was at 60-65 degrees. It was reported that the pt had returned for a routine follow-up 2 years ago, and films showed that there was a proximal type 1 endoleak at that time which was missed and no intervention was performed. Currently, films show that there is approximately 6 cm from the renal arteries to the top of the stent graft, mostly being lateral anterior-posterior angulation, still at 60-65 degrees. There is a proximal type 1 endoleak due to the aortic neck dilatation and elongation since the time of implant, but no evidence that the graft migrated (see MFR #2953200-2010-01067). Two weeks later, the pt was brought back for intervention with aortic cuffs to repair the proximal type 1 endoleak. The aorta was straight above the renal arteries and then took a 90 degree turn. The top of the stent graft to the renal arteries was 5 cm. A 26 mm talent thoracic aortic cuff was implanted and it straightened the aorta; however, it was not long enough to seal all the way down to bifurcate stent graft and there was still a type 1 endoleak present. An aneurx cuff was placed to bridge the talent taa and the aneurx bifurcated stent graft successfully. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Endoleak. Aortic neck angulation and dilatation. Thoracic stent graft implanted in the abdominal aorta.